Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 2.4, laboratory inr 9.0. The time between testing was within less than between one and two hours. Reportedly, multiple drops of blood were added to the strip. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: customer used multiple drops of blood for testing. This may effect coagulation test and lead to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date (B)(6) 2013, inratio 2.4, reference 9.0, mean 5.70, confidence limits n/a. The mean is > 5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 306131 on (B)(4) 2012. Results as follows: donor (B)(4), inratio 3.1, 3.3, 3.1, reference 3.67, bias threshold 2.67 - 4.67, %cv 3.65. Donor (B)(4), inratio 2.1, 2.1, 2.3, reference 1.90, bias threshold 1.40 - 2.40, %cv 5.33. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4) discrepant result complaints were reported for lot # 30613, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.